Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced healing issues post implantation. Subsequently, the patient was treated with a five day course of oral antibiotics. It was reported that the infection has since resolved.